Manufacturer narrative:
Additional concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation. The right ventricular (rv) lead exhibited high thresholds with no capture due to the perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.